Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that both femoral trials have giant cracks in them. One is on the bottom part of the box and the other is at the top portion of the box. Neither instrument broke into two pieces. Nothing was left in the patient. No adverse effects. No time added to case. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of breakage at the attune ps fem trial sz 7 lt, the sample presents traces of cracked in middle. The potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally the device presents presents deep scratches on the outer surface, at the top and bottom. This type of damage is consistent with the device coming in contact with the saw blade while trialing, care should be taken to avoid saw blade excursion into the femoral trials or implants. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 7 lt would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that both femoral trials have giant cracks in them. One is on the bottom part of the box and the other is at the top portion of the box. Neither instrument broke into two pieces. Nothing was left in the patient. No adverse effects. No time added to case.